Event description:
It was reported to philips that the heartstart mrx defibrillator showed shock equipment malfunction failure during daily check. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).